Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas and alleged that the patient experienced a blood glucose over 600 mg/dl with small levels of ketones associated with air bubbles in the cartridge. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the user did not store the insulin at room temperature. Storing insulin in the refrigerator is a likely cause of air bubbles in the cartridge. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.